Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 218663290 was returned and analyzed. Visual inspection of the pebax segment area was performed. Inspection identified a pebax tubing and shaft fitting damage. The outer diameter of pebax tubing/shaft was not within specification. The pebax tubing was kinked at the pebax tubing and shaft fitting. In conclusion, the mapping catheter failed the returned product inspection due to a loop kink at the joint of the shaft and the pebax tubing. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.